Event description:
This event is associated with a create pas procedure that occurred on (B)(6) 2012. The original carotid stenting procedure was performed on (B)(6) 2012. On (B)(6) 2012, the patient returned with right sided facial numbness and slurred speech. After a CT was ordered, it was noted that a left basal ganglial focal hemorrage was present with minimal associated mass effect. The patient was otherwise stable and was rehospitalized for monitoring.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent implanted on (B)(6) 2012.